Event description:
It was reported that two mcl20's were used during a prostatectomy. It was reported by the affiliate that the instruments did not apply the clips. The clips remained blocked. There was no consequence to the patient.